Event description:
It was reported that the patient presented to the hospital when receiving inappropriate shocks for lead noise. During interrogation high pacing lead impedance and high thresholds were observed. Tachy therapy was turned off. The patient will be monitored.